Event description:
Following a revision of the extension, the physician programmer, the patient programmer, and the recharger still could not communicate with the ipg. An overdischarge was suspected and the physician mode recharge performed. It was still not possible to communicate with the battery. Further information is being requested at this time.